Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken vial retainer. The complaint sample could not be tested for the reported issue of pen malfunction. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. H3 other text : see h.10

Event description:
It was reported that the pen is cracked at the hub with a bd pen ii omnitrope pen 5 1.5ml. The following information was provided by the initial reporter: omnitrope pen 5 is cracked where you twist it together.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as novartis is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen is cracked at the hub with a bd pen ii omnitrope pen 5 1.5 ml. The following information was provided by the initial reporter: omnitrope pen 5 is cracked where you twist it together.